Event description:
It was reported that the negative pressure on the device was not functioning correctly and the indicator did not depress. The device was placed below the patient and the drain worked by dependent drainage. All of the collected blood was returned to the patient without issue. No bagged or pre-donated blood was required. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was returned disassembled. No further evaluation can be performed to returned product. Therefore, the claimed condition was not confirmed.

Event description:
It was reported that the negative pressure on the device was not functioning correctly and the indicator did not depress. The device was placed below the patient and the drain worked by dependent drainage. All of the collected blood was returned to the patient without issue. No bagged or pre-donated blood was required. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not be received for evaluation.